Manufacturer narrative:
The filter was returned and evaluated. One of the hooks on the leg, approx. 6 mm in length, was detached. After heat expansion, it was noted that three of the filter arms were curved. Tests were performed and confirmed that excessive force in removing the filter caused extreme and permanent deformation of the arms. This could have occurred when the user tried to engage the arms into the removal sheath. The investigation is confirmed for detachment of the filter hook. The root cause is unk. The current IFU (instructions for use) states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that during a scheduled retrieval of a vena cava filter, the physician allegedly encountered difficulty with the removal system (separate report). The filter, implanted for one year, was successfully removed from the asymptomatic pt. When the filter was returned for evaluation, one hook from the filter leg was missing. No pt injury.